Event description:
Ventritex initiated a pt status mailings part of our device tracking progra. This mailing was sent out to all physicians who are following pts with ventritex implantable cardiac defibrillators and leads. On 11/9/94 ventritex was informed that this pt had died, but was provided with no additional information regarding the circumstances surrounding the pt's death. To date, attempts to determine the eact date, the cause of death, and device disposition have been unsuccessful, but are ongoing. There is no indicatin that the device caused or contributeed to the pt outcome.